Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked during an infusion of carboplatin (chemotherapy).the leak was detected in the IV tubing at the end portion of the non-vented drip chamber. Chemo was spilled onto the floor, patient's chair, the IV pole, as well as the patient's personal items. Although requested, additional information was not provided.

Manufacturer narrative:
Photo provided by the customer observed that the tubing had a slice cut right below the drip chamber outlet port. The root cause of this failure was not identified. Device history record for model 10015862 lot 20045168 shows that the set was manufactured on 1 april 2020 with a total of 3,843 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that tubing leaked during an infusion of carboplatin (chemotherapy).the leak was detected in the IV tubing at the end portion of the non-vented drip chamber. Chemo was spilled onto the floor, patient's chair, the IV pole, as well as the patient's personal items. Although requested, additional information was not provided.